Event description:
I have been very sick with so many illness/diagnosis from my breast implants (implants from (B)(6) 2000) prior to and after having them explanted. As of date I have yet to receive a response from my online report that was sent on 07/30/2021 to allerganlawyers@bm.net regarding the FDA recall of my allergan biocell meghan textured saline implants left cat# 168361 style 168 saline-filled right mcghan cat# 27-168361 style 168 saline -filled. I had and explant surgery on (B)(6) 2021 (explant enbloc total capsulectomy) by surgeon, dr. (B)(6). Dr. (B)(6) had sent my implants to pathology and is holding on to my breast implants as per my request. I would like for allergan to know how badly these implants made me sick and continue making me feel sick, continue seeing physicians, specialist, hospitalized and ER visits. Allergan has caused all of my health issues/diagnosis and my quality of life. I do not have my breast implants in my possession. The implants are at dr. (B)(6) office. If any additional information is required kindly contact dr. (B)(6). Looking forward to a response and/or actions. Thank you, (B)(6). Refence report: mw5116537.